Event description:
[Name removed] explained to me "the technicians connected non regulated heliox to the unit and heard a loud bang" prior to taking it out of service. Due to the loud bang the technicians needed to get their ears checked. I was told by (B)(6) that this incident was reported.

Manufacturer narrative:
According to service technician, staff and patient experienced eardrum perforation. Hmag received the log files of the ventilator. Log file analysis has been initiated. Hmag has requested further information about the incident. A follow-up report will be submitted (by the manufacturer). This file reports the event stated in hamilton medical ag case number (B)(4).